Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that interr ogation of the device reports the mode as ddd but "---" for all other parameters. All measured datta parameters are normal except battery current which is 69 uamperes.